Manufacturer narrative:
Na.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, and posterior mitral annular calcification (mac). A mitraclip xtw was inserted, and grasping was performed. However, after several attempts, the leaflets were unable to be grasped or captured. The clip was inverted and brought back into the left atrium. Independent gripper checks were performed. However, it was observed that one gripper was not lowering. Troubleshooting was performed, but the issue continued to occur. Imaging revealed a prominent medial jet, and upon further interrogation, it was observed that the posterior leaflet had perforated. Therefore, the clip was removed from the patient and the procedure was discontinued. The mr was reduced to 4. It was noted that the patient remained in a stable condition. There was no clinically significant delay in the procedure.

Manufacturer narrative:
In this, the returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close) as both grippers were able to lower and raise as intended without issue. The reported positioning failure - leaflet capture - clip not implanted and positioning failure - leaflet grasping - clip not implanted could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, and analysis of the returned device, a cause for the reported single gripper actuation issue cannot be determined. The reported positioning failure - leaflet capture - clip not implanted and positioning failure - leaflet grasping - clip not implanted resulting in unspecified tissue injury (posterior leaflet perforation) appear to be related to patient conditions (restricted posterior leaflet and posterior mitral annular calcification). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, and posterior mitral annular calcification (mac). A mitraclip xtw was inserted, and grasping was performed. However, after several attempts, the leaflets were unable to be grasped or captured. The clip was inverted and brought back into the left atrium. Independent gripper checks were performed. However, it was observed that one gripper was not lowering. Troubleshooting was performed, but the issue continued to occur. Imaging revealed a prominent medial jet, and upon further interrogation, it was observed that the posterior leaflet had perforated. Therefore, the clip was removed from the patient and the procedure was discontinued. The mr was reduced to 4. It was noted that the patient remained in a stable condition. There was no clinically significant delay in the procedure.